Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, a field service engineer evaluated the device, and the customer¿s reported malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image was lost during a gastroscopy. There was no delay reported and the procedure was completed on a similar device. There were no reports of patient harm.